Event description:
It was reported that this left ventricular (lv) lead was explanted for an unspecified product performance anomaly. No additional adverse patient effects were reported. Additional information received indicating that this lv lead was explanted due to migration and was confirmed through chest x-ray.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted for an unspecified product performance issue. No additional adverse patient effects were reported.